Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-58 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that there was a high right atrial (ra) lead threshold warning. Ra lead capture management was reprogrammed from adaptive to monitor and the lead remains in use. No patient complications have been reported as a result of this event.